Event description:
It was reported that the patient was feeling shocking sensation when the stimulator was turned on. The patient was not getting an adequate pain relief despite reprogramming done. It was also noted that the patient was feeling discomfort by the ipgs location. The patient underwent a device explant procedure. The explanted ipg and linear leads were discarded by the hospital. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2352500, model: sc-2352-50, serial: (B)(6), batch: 7070367/7070426.